Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that they underwent repair of vaginal cuff on (B)(6) 2015 and suture was used. Approximately one week post-op, the patient began experiencing internal vaginal burning and brown discharge. It was reported that after many weeks of looking into yeast, bacteria and uti, the patient underwent removal of suture on (B)(6) 2015. The patient reports that internal burning is gone and there is no more brown discharge but the patient is still uncomfortable. No additional information was provided.